Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the camera cover was burnt due to a high-energy treatment tool (high frequency, etc.) That was used without ensuring a sufficient distance from the tip. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the plastic distal end cover, on the bending section cover, and the plastic distal cover has a burn. There was no patient involvement.